Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis (pd) patient experienced peritonitis. The cause of the event was unknown. Patient hospitalization and treatment details were not reported. At the time of this report, it was unknown if the patient had recovered from the event. Action taken with pd therapy was not reported. No additional information is available.